Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description and service report. Ventilator logs were not provided. The ventilator was investigated on-site by our field service engineer. Air gas module was found defective and was replaced. After replacement of the air gas module, the ventilator functioned properly and was cleared for clinical use. The replaced part was not returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
D1: brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4: version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4: unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).